Manufacturer narrative:
The facilities maintenance found the pendant interface cable was cut and had bare wires exposed. Maintenance replaced the pendant interface cable to repair the bed.

Event description:
Information received indicates the bed has no functions.